Manufacturer narrative:
(B)(4). Upon receipt of the product return it has been determined that only the anchor plug was fractured and that this device did not cause or contribute to the reported event."

Manufacturer narrative:
(B)(4). Concomitant medical products: compress anchor plug catalog # 178400 lot # 207940, compress ha spindle porous coat catalog # 178504 lot # 052740, compress taper adapter catalog # 178711 lot # 916250 , oss diaphyseal segment catalog # 150468 lot # 792040, unknown compress pins catalog # unknown lot # unknown qty: 3, unknown tapered screw catalog # unknown lot # unknown, unknown threaded nut catalog # unknown lot # unknown. Foreign: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2017-10110, 0001825034-2018-03144, 0001825034-2018-03146, 0001825034-2018-03147.

Event description:
It was reported during an initial knee arthroplasty, that the pin fractured in patient¿s body. Subsequently, the patient underwent a revision procedure approximately six months post-event date to remove the fractured pin. No additional patient consequences were reported.